Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate initial awareness date not correct - correct awarness date in the follow up report.